Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was received in one (1) piece. The visual inspection using microscope at (B)(4) magnification showed the lens identified as a tecnis toric acrylic 1-piece lens. The lens was contaminated, as dust particles were present and this is expected as the lens was transported from controlled environment during manufacturing to a non-controlled area during handling and use, such as the explant. A diopter measurement was conducted as part of the investigation. The effective focal length was measured and used to calculate the refractive power and cylinder power. Results of the optical measurement showed that the lens was within power and cylinder specification. Visual inspection of the returned lens did not show any non-conformances. The results of the optical measurement showed the lens met product specification. A review of the manufacturing records was conducted. There were no non conformances with respect to the final product release process. The in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power. There were no associated nonconformity material reports with respect to the manufacturing order number. There were no non conformances with respect to the sterilization process. There were no environmental monitoring related non conformances when the production order was manufactured. The lens was not produced under deviation. There were no process and/or material changes within the production order. Based on the manufacturing record review and historical review no non-conformances were identified. The product met manufacturing specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
On (B)(6) 2014, it was reported to the amo sales representative that an explant will occur on (B)(6) 2014. The intraocular lens (iol) was explanted from patient's right eye, due to unexpected post-operative refraction. It was noted that there was hyperopic surprise. Incision was not enlarged and a vitrectomy was not performed. A replacement lens was placed. Replacement lens is of a different model and diopter (zct225 diopter 30.0), serial number (B)(4). No patient complications were reported. Patient was reported to have recovered and outcome does not significantly interfere with the activities of daily life. No further information has been provided.